Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Event description:
The event was received via medwatch report (MDR report #: mw5115893) which stated that a plum a+ infusion pump was reported to have shut down, after 15 minutes of use, during patient infusion of unspecified critical medication. The pump was plugged in at the time; the patient's blood pressure dropped 40 points and patient awoke agitated with an impella device in place that required lying still.